Event description:
The manufacturer received information alleging a ventilator stopped providing flow and stopped working completely. The patient's blood oxygen saturation decreased and the patient needed to be placed on a different ventilator. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator stopped providing flow and stopped working completely. The patient's blood oxygen saturation decreased, and the patient needed to be placed on a different ventilator. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.